Event description:
It was reported that the right ventricular (rv) lead was experiencing rising impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: adsr01, implantable pulse generator, (B)(6) 2010. A m7700-29, mechanical valve, (B)(6) 1989. (B)(4).